Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that the planned surgery was an aortocoronary bypass (acb). The device was primed with 1200ml of ringer's acetate solution and 10000ie of heparin. The act value before the heart-lung machine (hlm) started was 521 seconds at 4 minutes. After the start of cardiopulmonary resuscitation (CPR), the fibrillation was initiated and the aorta was clamped. The customer immediately started cardioplegia (calafiore) through the aortic root cannula. During this time, the pre-oxygenator pressures were less than 300mmhg. The post-oxygenator pressure was less than 100mmhg. Six minutes after the start of the hlm, the pre-oxygenator pressure rose to 500mmhg. The arterial pump went into flow control mode. The customer stated that raising the limit to 600/650 mmhg did not bring any significant improvement. The customer was at a maximum of 30-50% of the calculated flow possible. The pressure post-oxygenator remained below 100mmhg. The surgeon was notified of the issue. The position of the arterial cannula was checked. The cardioplegia administration ended and resuscitation. The device and hlm were replaced to complete the procedure and it was successfully completed. There was no adverse patient effect associated with this event. Medtronic received additional information that the temperatures pre and post oxygenator were hlm start: arterial 30.5°c , venous 32.7°c, 5 min. After start of CPR: arterial 32.8°c , venous 33.1°c .the patient receive CPR during the procedure after perfusion was very limited due to the increased pre-oxygenator pressures. CPR in this instance stands for open heart massage. The CPR was related to the device issue, due to the increased pre-oxygenator pressures, perfusion was very limited. There was no issue noted with the arterial cannula as it was checked and post-oxygenator pressures were within normal range. There was only an issue with the oxygenator and no problems with the arterial pump. Medtronic received additional information that the patient had no previous illnesses, apart from arterial hypertension. From 13:15 to 13:52 pm, the patient had the following measured values: the arterial flow reached a maximum flow of 4.68l/min. The pressures ranged from -38mmhg to +609mmhg. The fraction of inspired oxygen (fio2) was between 55% and 100%. The total gas flow was between 1,30-3,00l/min. The patient's heart rate reached a maximum of 126bpm. The venous saturation of oxygen ranged from 50.5-100%. The arterial saturation of oxygen ranged from 90.5-100%.

Manufacturer narrative:
Correction h6: eval code result (fdr/annex c) updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of clotting/fibrin. The device was cleaned using a renalin solution. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing, per tr4358. Testing was conducted at a 1:1 ratio (7lpm blood <(>&<)> gas flows) the results are as follows: ¿ 256 mmhg blood side pressure drop reason for return was undetermined. Additional info b5: medtronic received additional information that the patient had received medication for the arterial hypertension but it was no longer possible to find out exactly which medication and in what dosage was administrated to the patient. Additional info h6: additional fdp code added, and the fdm/ annex b code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.